Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy procedure, during device assembling, after the reload was attached into the adapter they tried to close the jaws, however it could not be closed and "excessive tissue" warning was displayed on the screen of the handle. They reassembled the device, however the screen indicator showed "0" uses on the adapter with yellow warning sign over. They then used another handle, shell and adapter to resolve the issue in order to complete the case.